Manufacturer narrative:
One used 6fr glidesheath slender along with the dilator was received for product evaluation. Visual inspection of the sheath and dilator was performed. The dilator did not have any damage or occlusions. The sheath also did not have any damages. No other visual anomalies were noted. The sheath was then subjected to leak testing. The distal end of the sheath was inserted into a 12fr balloon. The distal end of the balloon was connected to a controlled air supply. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed forming around the sheath hub. A dilator for investigational purposes was then inserted into the sheath per the device IFU. This assembly was submerged in water, and no air bubbles were observed. Post leak testing, the crosscut valve was dissected from the sheath to observe for any damage which may have caused the leakage. The microscopic examination revealed a tear on the valve. A review of the device history record of the product code/lot# combination was conducted with no findings. IFU states: "insert the dilator into the valve center of the sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." The complaint can be confirmed for fluid issue. Based on the damage observed on the crosscut valve, it is likely the dilator was inserted into the sheath off-center resulting in damage of the crosscut valve. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device not implanted. Explanted date: device not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the glidesheath slender was used for a planned percutaneous coronary intervention (pci). The sheath valve leaked. There was no patient injury, medical/surgical intervention required. The patient's condition was good. The procedure outcome was good. There were no other devices or equipment used with the reported product. Additional information was received on 21may2021. The additional components/devices in the valve when the leakage issue was experienced was an .035 j-wire, and a 5fr cardiac jr4 catheter. They swapped out over the wire for a new slender sheath. The estimated blood loss was less than 250cc. The patient's condition was stable.